Event description:
A report was received that the patient had their bsc adaptor explanted and replaced due to high impedances. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The returned device was analyzed and passed all tests performed. No anomalies were found.

Event description:
A report was received that the patient had their bsc adaptor explanted and replaced due to high impedances. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient had their bsc adaptor explanted and replaced due to high impedances. The patient is reportedly doing well following the procedure.